Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was unable to be reviewed as the device serial number remains unknown. A definitive root cause could not be determined. If additional information is received a supplemental MDR will be submitted. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a valve model 6900 implanted in the mitral position was explanted after an unknown implant duration due to outflow tract obstruction. No further information was provided.